Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indi cated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead was noted to have dislodged. Repositioning of the lead was not successful, and after explanting, tissue was found to be caught in the helix. The lead was replaced. No patient complications have been reported as a result of this event.